Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 82 mg/dl. The customer stated that the alarm occurred when they were delivering a bolus. A button was pressed and stayed pressed; it never popped back. So, insulin kept dispensing on the infusion set. Assistance was provided. The customer does not use the sensor feature. They were able to complete the rewind sequence. The customer stated that the keypad was intermittently responsive; the bolus button would respond sometimes. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted. The motor was tested outside of the device and passed. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces during the visual inspection. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).